Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. The proximal portion of the lead was returned. An abrasion at 22.4 cm from the pin was abraded through. The rv cable conductors under the abrasion were exposed, but intact. The abrasion is consistent with friction to the ICD can. The partial lead exhibited normal electrical characteristics.